Manufacturer narrative:
(B)(4). One actual unit was received for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of evaluation or if additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) a solution administration set that began leaking at the y-site. The condition occurred before use prior to being connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A companion sample was returned for the reported condition of a leak of the y-site. A visual inspection revealed that the set was still coiled with the paperband attached. The set was under water leak tested and no leaks were revealed. The reported condition was not confirmed; therefore, the root cause could not be identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.